Event description:
It was reported that while using the bd ultrasafe plus¿ passive needle guard it separated. The following was received by the initial reporter: subjects caregiver called pi and stated when caregiver went to give weekly injection the syringe fell apart and was unable to administer injection.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.